Manufacturer narrative:
The manufacturer did not receive the affected products at the time of this report. The surgical reports were provided and these will be evaluated. The lot numbers were received and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's counsel that his client received a durom us acetabular component 50/44 j, on (B)(6) 2008 and was revised due to groin pain on (B)(6) 2013.